Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not wear the transmitter and the pump within range of each other. The customer's blood glucose level was 40 mg/dl. Customer addressed bg by consuming cinnamon toast crunch. Reportedly, the customer was able to regain connection after bringing the transmitter and pump within range.